Manufacturer narrative:
Results: evaluation of the returned product found the reported issue is not confirmed; unit was tested three times for power and the alarm powered up during each test. However, a battery spring is bent inside the battery compartment. There is battery leakage residue on the flat contacts. Aqualert water indicator label shows exposure to moisture. The battery door is missing. Mode switch cannot be moved from tone mode therefore cannot test the voice and tone and voice modes. (B)(4).

Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage reported. Customer did not provide a date when found. No patient incident or injury reported.